Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient had a lead alert indicating their right ventricular (rv) lead had high pacing impedance, rv and superior vena cava (svc) defibrillation impedance. The patient's pocket was reopened and it was verified the lead was fully inserted into the header and the set screw was tight. A few days post reopen procedure, the patient received another alert for high impedance. It was also noted that the rv lead had noise present on the rv coil. The physician was unable to rule out a potential device issue,specifically with the header. The device was explanted and replaced. As well, the patient's rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.